Manufacturer narrative:
The large suturecut needle driver instrument has been returned for evaluation, but the testing has not yet been completed. A follow-up MDR will be submitted following completion of the failure analysis. A log review was performed and the following was confirmed: the sacrocolpopexy was performed on (B)(6) 2022 on system sk2460. This complaint is considered a reportable event due to the following conclusion: it was alleged that the needle being held by the large suturecut needle driver fell inside the patient during a da vinci assisted procedure. The needle was retrieved during the same procedure. At this time it is unknown what caused the issue to occur.

Event description:
It was reported that during a da vinci-assisted sacrocolpopexy surgical procedure, the customer called an intuitive surgical inc. (Isi) technical support engineer (tse) to report that while suturing, the surgeon broke the suture and the wire from the large suture needle driver instrument was hanging off. The customer was unsure of version and lot number. The suture needle fell into the patient and was removed during the same procedure. An instrument of the same kind was used to complete the procedure. The procedure was completed with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the large suturecut needle driver instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed and replicated the reported complaint. Fa found the instrument to have a broken grip cable at the idler pulleys. The idler pulleys at the proximal clevis spun freely and did not exhibit any damage. There was damage found on the proximal clevis or cable hole. Other cables at the wrist were not damaged. The housing was removed from the back end. No damage was observed. The root cause of this failure is attributed to a component failure.

Event description:
Refer to h10/h11 for follow-up information.